Manufacturer narrative:
B5: it was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as caused by urine infection. Three days after discharged from the hospital, the patient was hospitalized again for the event and was discharged five days after being hospitalized. Antibiotic treatments were discontinued. At the time of this report, the patient was recovering from the event. Pd catheter was removed and the patient was switched to hemodialysis twice a week. The patient was retrained on proper aseptic technique. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. Six days after the event onset, the patient was hospitalized for the event. Three days after the event onset, the patient was treated with vancomycin injection (500mg, every 4 days, ongoing, route and duration were not reported) and ceftazidime injection (250mg, every day, ongoing, route and duration were not reported) for peritonitis. Fifteen days after the event onset, the patient was discharged from being hospitalized and was not recovering from the event. Pd therapy was ongoing. No additional information is available.